Event description:
Patient received a compression hip screw, in combination with another MFR's cabling system, to treat an unstable, 3+ part intertrochanteric/subtrochanteric hip fracture in 2000. Patient presented with pain in march of 2001 and x-rays indicated that union had not been achieved and that the lag screw had broken near the base of the threads. In addition, 3 cortical screws were found to be broken. The patient was re-operated in 2001 to remove th damaged implants and replace them with equivalent device. Patient is recovering well at the time of this report.